Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Device is not able to be interrogated. No lights appear on the programmer head. Patient stopped transmitting in home monitoring on (B)(6) 2016 with 63% on the battery. Patient was not doing anything out of the ordinary, and received a shock around that time but the shock is not on home monitoring. After waiting overnight the device could still not be interrogated. We recommended explant. On (B)(6) 2016, all available information suggests this device is still implanted.